Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and it said that the ccd unit / cable unit were flooded and the camera cable was twisted for the subject device, omsc presumed there was the possibility this phenomenon was attributed to the following causes; since the ccd unit / cable unit were flooded, it could be considered they might have been failures then occurred no image. Since the camera cable was twisted and might have been break, its cable break might have prevented electrical power and made no image. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that this image malfunction was occurred by water ingress to inside the ccd of head part and camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.